Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a thoracic endovascular aortic repair (tevar) interventional procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, upon removing the plunger of the second proglide device no suture came out, a cuff miss occurred. A guide wire was re-inserted, the sheath was upsized to a 21f sheath and the tevar procedure was completed. Hemostasis was achieved with the sutures of the successfully pre-placed proglide and another proglide device used post procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physician assumed that the angle the device was kept, might not be 45 degrees. No additional information was provided.